Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the staff observed increased swelling and hematoma at the incisional site. The chest tube placed intraoperatively within the pocket drained approximately 500 ml of sanguineous output. Hemoglobin and hematocrit decreased. The patient is being closely monitored. Should hemoglobin/hematocrit continue to decline, the plan is to return to the operating room for washout.